Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected pump error 25 alarm noted during testing or in the device trace download. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was turned off last night even though the battery was charged. This morning when he changed the battery he received a series of errors. The customer changed 10 different batteries but the problem did not go away. Battery cap was ok and no cracks in the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.